Event description:
The customer reported loss of video signal on the system. This would result in no live image being displayed. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as further repair info is not available.